Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress. If further information is provided, a supplemental report will be filed.

Event description:
It was reported that during a fiber ablation procedure performed to treat atrial fibrillation (afib), a farawave pfa catheter encountered difficulty with the non-boston scientific guidewire during left atrial ablation. The physician noted that the guidewire became increasingly difficult to maneuver and subsequently became stuck. Upon removal, the device and guidewire were found to be firmly lodged, and the basket component collapsed when traction was applied. No tissue was observed at the tip of the catheter or guidewire. Troubleshooting efforts included attempts to reposition and mobilize the wire; however, these efforts were unsuccessful as the wire remained firmly stuck. As a result, the device was removed and replaced. A new catheter and guidewire were prepared and successfully used to complete the procedure. No patient complications were reported in association with this event, and the patient fully recovered.